Manufacturer narrative:
(B)(4). Batch # r95548. Investigation summary: the analysis results found that the mcs20 device was returned with no damage and with a clip in the jaws. In addition, a formed clip inside of a plastic bag was also returned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 11 clips as intended. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # r95548. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.

Event description:
It was reported that during a CABG procedure, health care provider was using the device to clip on vein but found out the clip didn't form properly and damaged the targeted vein. There was no delay to the procedure, the surgery was successfully completed, and there was no patient consequence.